Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the specifics surrounding the removal was that the valve was not programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician removed the device last week because it was not functioning properly.

Manufacturer narrative:
The returned valve was patent. The valve performance level could not be adjusted and therefore the magnetic flux test, reflux, siphon, pressure flow and preimplantation could not be performed. Proteinaceous debris was observed inside and outside the valve. The IFU cautions, ¿care must be taken to ensure the particulate contaminates are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in over drainage.¿ the valve did not meet the requirements for leak testing. There was a cut in the casing and damage near the outlet. It is unknown when this damage occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity.¿ all valves are 100% tested at the time of manufacturing. If information is provided in the future, a supplemental report will be issued.